Event description:
During a sigmoidectomy procedure, the device would not activate with error sound. Could use normally when replaced the blade. There were no adverse consequences to the pt and unknown about troubleshooting.